Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was fractured and had physical damage. This was visible on fluoro near the proximal end of the suture collar. This lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6 cm distal to the is-1 connector pin as well as 32.5 cm proximal to the lead tip. The proximal, the medial and the distal lead fragment were received. At the proximal end of the distal lead fragment an approximately 5 cm segment of the outer coil and the insulation body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the analysis, the insulation was found rubbed through between 2.5 cm and 3 cm proximal to the lead tip as well as between 7.5 cm and 8.5 cm proximal to the lead tip. Based on the characteristics of the insulation damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the outer coil was fractured 27.5 cm proximal to the lead tip, consistent with the observation reported in the complaint description. The damage symptoms indicated excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.